Manufacturer narrative:
Product investigation summary: one 8.5mm medullary reamer head (part 352.085 / lot 28706) was received with the following complaint description: ¿reamer irrigator aspirator (ria) tip broke off during a right tibia nailing procedure. As the surgeon was reaming, the tip broke as it was almost through the isthmus. The canal was noted to be tight/small, the bone very hard¿. Upon visual inspection of the complaint device, the complaint description of is confirmed. One section of the top of the reaming head has been sheared off, most likely due to coming in contact with hard bone causing too much mechanical force on the reaming head. The reamer head is part of the flexible reamer set for intramedullary nails. They're used to facilitate the insertion of im nails and helping to reduce intramedullary pressure and increase flow of bone chips and marrow during reaming. A review of the design drawing was performed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Likely root cause is the reaming rod had come into contact with hard bone as stated in the complaint causing too much mechanical force on the reaming head, which lead it to shear off. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Supplier: p. Rieger ag. Manufacturing date: 04october2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer irrigator aspirator (ria) tip broke off during a right tibia nailing procedure. As the surgeon was reaming, the tip broke as it was almost through the isthmus. The canal was noted to be tight/small and the bone very hard. Another set was available for use. There was an approximate five minute surgical delay and two fragments were left behind in the tibia. The procedure was completed without further incident. This is report 1 of 1 for (B)(4).